Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On (B)(6) 2015, a medtronic representative, following-up at the site, reported the navigation system was functioning normally. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015, a site representative, radiographic technologist (rt), following-up from the site, reported the procedure was a l5-s1 fusion with navigation. The percutaneous pin was used for the reference frame. Both anterior posterior (ap) and lateral x-rays were good, therefore, proceeded putting in the first screw. Accuracy was good at that point (anatomical points matched). The surgeon placed the first screw in s1 and hammered in the pedicle finder as he always does. Put in the screw and it looked fine. Went to find the next pedicle with the pointer, that seemed good. Then used the pedicle finder which gave a completely different trajectory. We switched the balls, re-registered the pedicle finder and the pointer and both still showed inaccuracy between them. Next the surgeon placed a second screw, did an x-ray, and the screw in the x-ray and in navigation showed a different trajectory. The surgeon gave up, after trying mostly everything, and went with the usual x-ray fusion. No, the surgeon did not need to reposition the second screw, as the x-ray confirmed it was in the right position in the pedicle. However, on navigation, it showed the screw being more superior and the end of the screw was outside the pedicle. The surgeon removed the screwdriver before a picture of both navigation and x-ray was possible. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A site representative, radiographic technologist (rt), alleged that during a c-arm spine procedure, while navigating, the screw placement was inaccurate and was placed significantly more superior than the software was showing. Noted was that one screw was placed successfully, however, when performing a confirmation image of the second screw, the inaccuracy was discovered. The inaccuracy was consistent with all instruments. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿